Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an fg threader mr 1.2mm x 12mm catheter. Device was received inside boxed packaging and pouch; however, pouch seal was broken, and carton was taped closed with tape. Visual observation of the device identified that shaft separation at 129.5 cm from the strain relief. The distal inflation lumen from the separation point was missing from the returned device. Numerous kinks were identified on the hypotube. Product analysis confirms the reported event as balloon, distal tip, and inflation lumen from the separation point was identified missing.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that a device component was missing. Upon unpacking of a 1.2mm x 12mm threader balloon catheter, it was noticed that the balloon was missing. There were no patient complications reported. However, returned device analysis revealed a shaft detached/separated.